Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The product has not been returned. Investigation is pending product return.

Event description:
It was reported that while a patient underwent an ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter and an electrocardiogram (ECG) noise interference event occurred. Noise appeared such that it was ¿impossible to have a visible electrocardiogram¿. Additional follow-up was done to clarify if both intercardiac (ic) and body surface (bs) signals were lost. However, no additional information was received, so this event is being reported conservatively. The procedure was completed successfully with a similar-like device. The complaint device has not been returned to bwi.

Manufacturer narrative:
(B)(4) it was reported that while a patient underwent an ablation procedure with a thermocool smarttouch uni-directional navigation catheter and an MDR reportable electrocardiogram (ECG) noise interference event occurred. The bwi failure analysis lab received the device for evaluation on 5/5/2015. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The returned device was then evaluated for electrical resistance and current leakage and it failed on electrodes # 2 and #6, also leakage was observed in all electrodes. Further examination revealed that the pcb and catheter internal electrical components were covered by corrosion. Additionally, an irrigation test was performed and the catheter failed; the irrigation tubing was damage at the handle area causing the electrical problem. The customer complaint has been verified. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures